Manufacturer narrative:
On may 3, 2022, mentor became aware that h6. 6. Health effect - impact code was erroneously submitted in initial report. Manufacturer¿s reference number:(B)(4). H6. Health effect - impact code field has been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with two 375cc mentor memorygel breast implants experienced right sided capsular contracture baker grade unknown and rupture post procedure. On (B)(6) 2019, patient had an ultrasound which confirmed bilateral implant displaced with no extracapsular silicone on right. As a result, patient underwent unilateral right sided removal and replacement with a 375cc mentor memorygel breast implant on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-22377 for contralateral prosthesis report.